Event description:
A dreamstation 2 advanced auto CPAP was returned to the service center for evaluation with an allegation of the device not turning on. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was not reported to be in clinical use. During evaluation, the device turned on but an electrical smell came from the device immediately. No further device details could be obtained due to this. It was determined a thermal event occurred on the printed circuit assembly and a new printed circuit assembly was required. The images of the device show a burned component. If any additional information is received or the device is returned, a supplemental report will be filed.